Event description:
It was reported that an unspecified quantity of exactamix eva empty bags were leaking from an unspecified location. This issue was further described as leakage from the bags when overfilled by 10%. This is issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.